Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced high blood glucose levels (15 mmol/l) on (B)(6) 2026 for more than four hours which was treated with bolus via pump and infusion set was replaced. The event occurred during normal use of infusion set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.